Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequently charging the ipg. Database analysis of the battery shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient had frequently charging the ipg. Database analysis of the battery shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160, (sn: (B)(6)). The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The ipg could not maintain battery power due to excessive current leakage due to internal component damage. It also showed impedance anomalies on all electrodes. The patient data indicated that the battery depletion rate has changed which was the beginning of premature battery depletion. The patient data indicated that the battery depletion rate has changed before the explant procedure due to unknown reasons. Failure analysis is unable to determine the root cause of the component failure. Hence, the probable cause selected is cause traced to component failure.